Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back killing me like crazy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigued"), abdominal distension ("still very bloated"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy / surgery to remove essure). Essure was removed. At the time of the report, the back pain, fatigue, abdominal distension, endometriosis and adenomyosis outcome was unknown. The reporter considered abdominal distension, adenomyosis, back pain, endometriosis and fatigue to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: adenomyosis, back pain, fatigue, abdominal distension, endometriosis. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back killing me like crazy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigued"), abdominal distension ("still very bloated"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy / surgery to remove essure). Essure was removed. At the time of the report, the back pain, fatigue, abdominal distension, endometriosis and adenomyosis outcome was unknown. The reporter considered abdominal distension, adenomyosis, back pain, endometriosis and fatigue to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: adenomyosis, back pain, fatigue, abdominal distension, endometriosis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.